Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, the device showed a repeated heart rate in both the atrium and the ventricle. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.